Manufacturer narrative:
Aquacel foam dressings are manufactured using medical grade adhesive and other raw materials that have been approved for skin contact. This complaint was investigated by confirming the silicone trilaminate, used in this lot of product was certified meeting the requirements of convatec. This lot of product was sterilization certified and all manufacturing, materials, and sterilization processes were compliant to requirements. No previous investigations are available. After review of the returned product and detailed batch review, no discrepancies (including non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Expiration date: 02/2019. (B)(4).

Event description:
It was reported that the aquacel foam dressing did not adhere well. As a result, tape was used to keep the dressing in place. The dressing was removed and replaced with a competitor's product. No patient complications were reported as a result of this event.